Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they were not receiving efficient stimulation. The patient needed to recharge frequently and one lead was not able to be used at all. Impedances were measured with the clinician programmer between 2600 and 8200 ohms. It was noted that the patient had been rear-ended by another car recently but the date was unknown. The leads were replaced on (B)(6) 2018 with a paddle lead and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the high impedances were observed during and after the operation. It was reported that the patient's old leads, extensions, and pocket adapter would be replaced in (B)(6) 2018. The rep reprogrammed around the bad contacts on 2018-aug-01. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that contact 6 had high impedances of over 40,000 ohms. It was noted that this contact was not used in the previous programming. No symptoms or complications were reported.